Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump completely stopped working. The pump alarmed low battery. The customer's blood glucose was unknown. The customer was advised the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No a21 alarm, no a17 alarm and no a1 alarm and no unexpected low battery alarm noted. The insulin pump was monitored and no blank display or black screen. The insulin pump was received with minor scratched display window, cracked case at the display window corner, broken reservoir tube lip and broken belt clip slot.